Manufacturer narrative:
Additional information : the actual device was not available; however, two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed according to specifications. With a help of female and male luer, pressure and clear passage under water testing were performed according to product specifications. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was difficulty attaching an unspecified quantity of one-link non-dehp standard bore catheter extension sets to vacutainers requiring a "push in and twist maneuver". It was further reported it "did not work". This issue was identified during use of the devices. There was no report of patient injury or medical intervention associated with this event. No additional information is available.